Event description:
The customer reported that the "qrs beep was not available". It was confirmed that there was no sound from speaker. The device was in clinical use at the time of the event. There was no report of patient or user harm.